Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on (B)(6) 2018. It was reported that the patient's weight was unknown. The hcp noted they had not been made aware of any withdrawal symptoms by the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 731.1 mcg/day) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the empty pump alarm was sounding. The patient had stopped coming in to the clinic and getting his pump refilled. His last refill was done on (B)(6) 2017 and his alarm date was (B)(6) 2017. The caller stated she was "sure that the patient went through withdrawal at the time." No further complications were reported.